Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was due to the electrode belt black pulse wire from the ¿dn¿ rear cable to the trunk cable was damaged. The root cause for damaged cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.